Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined. User facility or importer name: (B)(6).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.